Event description:
It was reported that a revision surgery was required due to the loss of multiple screws in both the fossa and ramus fixtures, which resulted from unusual pressure on the prosthesis.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event could not be confirmed. However, the planning scans for the second surgery show 4 loose screws in the right fossa and 2 loose screws in the left fossa component. The right mandibular component including all screws were removed. The post-op scans revealed that the surgeon used pmma bone cement on both sides to stabilize the fossa components, which is highly unusual, and both components appear unstable - one loose on the right and the left collapsed laterally with partial loss of the zygomatic arch. Due to unclear details about the initial surgery, canceled communication, and the surgeon¿s suspension, the root cause of the component loosening could not be determined despite the surgeon attributing it to patient habits. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.